Event description:
The pt reported an inability to adjust the stimulation with the pt programmer. The pt had not used the neurostimulator for 4-5 months. The manufacturer representative (rep) was unable to interrogate the neurostimulator due to an overdischarged battery. A charging session was initiated using overdischarge protocol (physician recharge mode) x 60 minutes. The rep attempted device interrogation again, without success. An add'l overdischarge protocol session was initiated. The pt was instructed to continue the session at home until the countdown was completed. The pt was instructed to completely recharge the neurostimulator as usual. An office visit was scheduled for reprogramming and a thorough review of recharge instructions. No further complications have been reported.

Manufacturer narrative:
.